Manufacturer narrative:
The technician found the hand pendant was pinched and cut which caused the function controls to not operate. The pendant cable jacket was cut and wires were showing. The technician replaced the hand pendant to repair the bed.

Event description:
Information received indicates the bed has no control functions.